Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s further investigation results. The subject device was evaluated by olympus, and the following was observed: 1. Damaged/broken bending section. 2. Damage to insertion section. Based on the lm¿s further investigation, in addition to the previously reported findings, the following was also determined: the device was unexpectedly repaired. Also, this supplemental report includes an update to d9, h3, and h6 from the previous submissions.

Event description:
It was reported, the colonovideoscope sheath ruptured inside the patient during a colonoscopy. The patient sustained a perforation and underwent surgery to repair the damage. There were no reports of further patient harm. The customer then clarified that "it was wrong information sent to olympus because the repair company was from a third party." Further clarification was requested but no additional information was received at this time.

Manufacturer narrative:
The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. Additionally, to provide a correction to the initial d8. Although the device was not available for evaluation, the user provided photos of the subject device which confirm the area between passive bending section and bending section was broken, a-rubber torn and detached bending tube was exposed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to unexpected stress was applied to bending section during third-party repair or excessive stress was applied to bending section during user handling. However, a specific root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: -precautions: warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.